Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The patient presented with an acute inferior wall st-elevation myocardial infarction. Emergent cardiac catheterization was performed. The critically ulcerated (plaque) lesion being treated was located in the distal right coronary artery (rca). The lesion was dilated with a 2.0x15mm maverick balloon. A 3.00x20mm taxus express2 drug eluting stent was deployed with one inflation. Additional inflations were made in the severly diseased posterolateral vertebral body (plvb) with a 2.0x15mm and a 2.0x20mm maverick balloon. A 3.00x12mm taxus express2 drug eluting stent was deployed in the severely stenosed proximal rca with one inflation. Patient left the cath lab in stable and hemodynamic condition. Patient prescribed: aspirin, plavix, nitrates, and beta-blockers. The patient is to start statin therapy. Five days following the initial procedure, a stent thrombosis was identified in the stent placed in the distal rca. Another taxus express2 drug eluting stent was placed to correct the thrombosis. No additional patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.